Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional right side rupture. Additionally, healthcare professional reported "palpable lump/hardening." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis identified a device which appeared to be broken and could not confirm that the device was complete.

Event description:
Device has been explanted.